Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 7/15/2015. The fse found the collar fitting at pinch valve vl57a was broken. The fse reattached the collar fitting, which repaired the leak. The repairs were verified per established procedures. The beckman coulter internal identifier for this event is (B)(4).

Event description:
The customer reported a leak from the coulter lh 750 hematology analyzer. The volume of the leak was about 2 ounces and was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.